Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported baker grade IV and "textured implant". Healthcare professional later further reported "significant necrotic exudative debris surrounding intact textured implants; pathology showed bia-alcl-" as observations made during surgery. This record is for the left side. Device has been explanted.